Event description:
This report it to advise of a blood clot found within the introducer during analysis.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator was flushed with fluid and resistance was noted. After flushing the dilator a second time with fluid, a blood-like substance came out of the distal end of the dilator and no resistance was noted while flushing a third time. A brk needle/stylet assembly from current inventory was inserted and successfully advanced through the entire length of the dilator/sheath assembly with no resistance or functional anomalies noted.